Event description:
The facility reports, the caregiver was toileting the resident when the resident lifted her arms and slid out of the sling. The caregiver was behind her, catching her before she hit the floor. The straps were around the resident. No injuries to either person were reported. The lift was inspected and found to be in excellent condition; no scratches, dents or paint peeling. The lift arms were previously replaced on (B)(6) 2006. The sling was also inspected. There was a little wear on the black foam pad. Also, there are two small places where the black pad had come unsewn. The lift was function tested and found to be working to OEM specifications. (B)(4).

Manufacturer narrative:
The report from the customer describes a pt drop. Apart from some wear on the sling, the products involved are reported to be in good function condition. No allegation of deficiency in the report. The manufacturer tried to re-enact the proceedings and found that with the sling properly attached as described in the sara 3000 operating and product care instructions (meaning a.o. With the chest fixation strap applied), it is not possible for a pt that fits the intended use to fall out of the sling. As there appears to have been no deficiencies and no direct causal link between the medical device and the pt dropping, the manufacturer concludes the root cause of this incident appears to be insufficient knowledge of the operating instructions (B)(4) for sara 3000. It is recommended the careers of this facility that use the encore be retrained against the opi (B)(4), in particular the section "using your sara 3000".